Event description:
This consumer alleges that the chair will not go forward or to the right. Consumer can hear a clicking noise when the chair is trying to go forward or to the right but it does not move.